Manufacturer narrative:
Concomitant medical products: product ID; 977a260, serial#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: [(B)(4)], ubd: 2019-11-22, UDI#: (B)(4), report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lead migration. The lead was ultimately replaced on (B)(6) 2021 as a result of the issue. No further event information was reported; no further complications were reported or anticipated.